Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider, the wheel is too slick. Even when the chair is locked, the tire will shift when the user is getting in and out of the chair.